Event description:
It was reported the optics of the subject device was out of order during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the protector of the video cable section was cut, and the outer tube was deformed and therefore the parts were not dis-/reassemable, the cause of which was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.